Event description:
It was reported that the patient developed an infection at the pod¿s insertion site. The patient was taken to the emergency room (ER) and prescribed an antibiotic and steroid (flucloxacillin and cream hydrocortisone ointment 1%). The patient's blood glucose levels reached 30mmol/l (540mg/dl). The pod was removed before going to ER and a bolus was delivered bring the bg's down. The patient stayed at the ER for 30 minutes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.